Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted to treat a lesion in the mid-circumflex coronary artery. The lesion was pre-dilated with a 2.5mm by 20mm ptca balloon prior to the insertion of the stent delivery system. It was not possible for the stent to cross the severely calcified target lesion. The stent delivery system was removed from the pt and the guide wire and guide catheter was replaced. The stent was reinserted and advanced to the lesion where it was pulled back and forth across the lesion during positioning to the stent. It was then noted that the stent was mounted only on the distal half of the delivery balloon. Subsequently, the stent was advanced to the target lesion and partially deployed with the delivery balloon. A 3.omm by 9mm ptca balloon was then inserted and inflated to fully deploy the stent. The patient was fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion being severely calcified and not 1:1 pre-dilated may have contributed to the stent not crossing the lesion. The stent being advanced back and forth across the calcified lesion may have contributed to the stent moving on the stent delivery balloon.